Event description:
The customer reported a motor error alarm during normal use. The customer stated that she had an MRI scan recently, and the insulin pump was in the same room, but wasn't being worn during the scan. Troubleshooting was not possible as the insulin pump would not rewind. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading was 137 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.